Event description:
(B)(4) the dealer reported that the unknown model and serial numbers mechanical wheelchair bearing fell out of the caster, and the patient fell of the unit. There was no patient injury or medical attention required or reported.